Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The syringe plunger not in place found in the event history log. The device was tested via the power up process power up test and using biomed diagnostics to check digital sensors. The issue was duplicated during testing. The syringe plunger not in place was found during the syringe test. Q1 was found broken off from the plunger board and the plunger board also came off the glue. The plunger board was replaced to resolve the issue along with device re-caliberation.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump does not recognize the syringe and displayed a check flange error. There were no adverse events reported.

Manufacturer narrative:
Additional information h7, h9: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: additional information h7, h9 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).